Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The customer reported that the device, sb534, was "at the exit of the bag from the introducer the rubber that joins the two ends of the blades comes off the pieces of rubber fell into the abdomen, creating difficulties in retrieving them". The event occurred on (B)(6) 2021 and the procedure is unknown. There was no report of patient/user impact or injury. Further assessment was attempted; however, "the nurse in charge of the operating room had a new directive from hospital pharmacy not to provide information to companies about complaints. The problem is that she still can't tell me who to talk to in the pharmacy. The last answer today is to wait for official communication from the hospital, when this communication channel opens, we will be able to ask for any information that is not present in the file I sent." If new information is received this complaint will be reassessed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.